Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the remote alarm port was not working. The light outside of a patient room did not light up when the ventilator alarmed. The audible alarm was heard. The patient required manual bagging and the ventilator was switched out. No patient harm was reported.

Manufacturer narrative:
Date of report: 20sep2018. Date received by manufacturer: 22jan2018. Correction:the following information was inadvertently omitted from the initial MDR submitted on january 23, 2018: the customer changed out the cable and felt the issue was with the ventilator. Philips field service engineer (fse) performed an extended safety test and the device passed. Alarm/analog output signals, alarm volume and remote alarm test per philips' manual were performed and the device passed. The fse performed an alarm test in the patient room to see if the ventilator would alarm and to observe the alarm notifications outside the room. While the ventilator was alarming inside the patient room in the ICU it was heard audibly and the visual indicator in the ceiling outside the room blinked as expected. Two further tests on the outside visual indicator were done and passed each time. The customer reported that a third party was used to test the remote alarm and again it could not be repeated. The reported problem of remote alarm port not working could not be confirmed. The customer confirmed the light system was checked and it was operational. No parts were replaced by philips' and the reported issue could not be replicated, therefore the root cause is unknown.